Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to osteolysis. Doi: (B)(6) 2008 ¿ dor: (B)(6) 2011 (right side). **update**litigation papers received. Litigation alleges pain and reduced mobility. There is no new additional information that would affect the investigation. **update** (B)(4) 2013 - operative notes indicate a hairline crack. Stem added.